Manufacturer narrative:
New information added to the following fields: h3, h4, h6(type, findings, conclusion) and h11. Corrected fields: b5, h6-component code. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. From the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal exhibited foreign material was found on the adhesive on the bending section cover rubber, and whitish material was found inside the jet tube. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the gastrointestinal exhibited foreign material was found on the switch box and whitish material was found inside the jet -tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.